Manufacturer narrative:
Date of event: used the first date of the aware date as no information was provided.

Event description:
It was reported that the wire sheared off during the procedure. An amplatz guide catheter was advanced for treatment. However, it was noted that the wire sheared off in body during case. There were no patient complications reported.

Manufacturer narrative:
B3. Date of event: used the first date of the aware date as no information was provided. Device evaluated by MFR. : visual inspection of the returned device revealed a bent distal tip. The corewire was separated from the distal tip solder ball. The corewire was not exposed at the distal end. Dimensional inspection was performed, and the outer diameters of the proximal, mid, and distal sections were all within specifications.

Event description:
It was reported that the wire sheared off during the procedure. An amplatz guide catheter was advanced for treatment. However, it was noted that the wire sheared off in body during case. There were no patient complications reported.